Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h3 (¿no¿ was selected in error on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that gas leakage occurs due to failure of the connector unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the high flow insufflation unit exhibited insufflation connector had a leak. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.